Event description:
It was reported that this left ventricular (lv) lead was part of the system revision due to infection. Reportedly, the system was taken out due to the fungal infection. No adverse patient effects were reported. The lv lead was explanted.